Event description:
Caller alleged imprecision with inratio meter. Results as follows: inratio precision data provided by end-user lot 060781: 03/2007 - first test inr = 2.1. Second test inr = 3.4. Inratio precision data provided by end-user lot 060818: two days later - first test inr = 1.9. Second test inr = 2.5.

Manufacturer narrative:
Inratio precision data provided by end-user lot 060781: 03/2007- first test inr = 2.1. Second test inr = 3.4- mean = 2.75; sd = 0.91 %cv = 33%. The %cv is greater than 20%. Per internal procedure, the precision failed the criteria for precision. Products will be tested. Per internal protocol, in-house retain strips 060781 were tested for precision. The acceptance criteria is as follows: if the %cv is less than or equal to 16%, then it meets the criteria for precision. If both samples pass for each lot then no further action is required. If one lot fails, then additional testing will be performed with 2 more normal donors. If both samples fail on any lot or if any lot fails additional testing, then a review of trending data will be performed and a course of action taken. Result of retained strips test (lot 060781) performed on the original date as follows: lot 060781- pt #1- normal 1.3- normal 1.1 -mean 1.2 - sd 0.14- %cv 11.7%. Pt #2 - normal 1.0 - normal 1.0 - mean 1.0 -sd 0, %cv 0%. Based on the above test results, retained strips lot 060781 meets the criteria for strip precision. Inratio precision data provided by end-user lot 060818: two days later - first test inr =1.9. Second test inr =2.5 - mean = 2.2; sd = 0.42 - %cv = 19%. The %cv is less than or equal to 20%. Per internal procedure, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time.